Event description:
It was reported that during a breast biopsy, after deploying the marker, the tip of the marker and approximately 3/4 of an inch of the marker had broken off into the breast. While removing the marker, the tip and additional portion of the marker had come out with the probe and the physician was able to retrieve it. There was no patient consequence reported. They used anothr marker and completed the case.